Event description:
Increased atrial under-sensing was observed. The device remains implanted.

Manufacturer narrative:
On 01/18/2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Review of the electronic data and files received. Normal operation was observed. It was recommended to reprogram the atrial sensitivity to a smaller value to avoid atrial under-sensing. Conclusion: no anomaly was observed in the files that could be at the origin of the reported atrial undersensing. Normal operation of this implant was observed through files review. However, the comparison between the two sensing tests received is biased by the different rate settings, which led to different behavior of the system (v pacing or not) and therefore, involved different atrial blanking periods. Therefore, the most probable explanations for the observed differences between the two tests would be: a variable atrial amplitude over time (confirmed by the pattern of the egms and the measurements displayed). Different post ventricular atrial blanking periods, masking atrial events in the second test.